Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, white particles in the surface of the shell and crease fold. Leak test was performed and found opening on the device. Hair/fiber of implant it is not considered a defect since the device came wrapped in a bag and has two punctured openings a microscopic analysis was performed which identified two puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: two puncture opening on anterior due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported hair on implant during surgery. Device not implanted.